Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed downstream occlusion. A review of the event history log revealed 'downstream occlusion' message but were not determined if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion (3.42 pounds per square inch (psi), 4.21 psi). This occurred during the preventive maintenance. There was no patient involvement. No additional information is available.